Event description:
During a coronary artery bypass graft procedure,the generator alarmed and showed an instrument error with two devices. Electrocautery was used to complete the case with no pt consequence.